Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of death.

Event description:
Patient's wife contacted dexcom on (B)(6) 2016 to report that the patient passed away. A cause of death was not reported. Patient's wife was unable to provide any additional information. However, per patient's obituary, patient passed on (B)(6) 2016. It is unknown if the patient was wearing the continuous glucose monitoring system at the time of death. There was no alleged device malfunction. No further event or patient information is available.

Manufacturer narrative:
(B)(4). B1: product problem - additional. B5: describe event or problem - additional. H2: additional information. H6: device code - addtiional. For addtional information previously reported please see all associated medwatch reports under MFR 3004753838-2016-02369. Initial report submitted 04/19/2016. Follow up report #001 submitted 05/11/2017. Follow up report #002 submitted 06/30/2017.

Event description:
Subsequent to the initial report, dexcom received additional information from the patient's estate attorney on (B)(6) 2016. It was alleged that the morning of (B)(6) 2016, the patient's receiver did not alarm at 55mg/dl even though the patient's wife was assured that the alarm would go off at 55mg/dl and could not be turned off by her husband until his blood sugar rose. The patient checked his blood glucose level and awoke his wife when he saw he was in the mid 30's mg/dl. The patient's wife gave him orange juice in an attempt to boost his glucose levels. Minutes later, while the patient's wife was preparing a meal, the patient went in to cardiac arrest and was immediately rushed to the hospital where he died the next day.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information provided. H2: correction/additional information. H10: correction to MFR number for follow-up report #001 for 3004753838-2017-02369. The MFR number was submitted in error. The MFR number should be corrected to 3004753838-2016-02369.

Event description:
Dexcom received additional information regarding the events related to a patient death. On (B)(6) 2017, the device was inspected and the patient performance data log was reviewed. Upon inspection of the device, there was no evidence of any performance problems. A review of the data log showed that the patient was interacting with the device and responding to alarms as they sounded throughout the night and early morning hours of (B)(6) 2016, as their blood sugar fluctuated from low to high, to low again. No additional event or patient information is available.

Event description:
Subsequent to the initial report, dexcom received additional information from the patient's estate attorney on (B)(6) 2016.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction to statement "subsequent to the initial report, dexcom received additional information from the patient's estate attorney on (B)(6) 2016." G4: correction to date received by manufacturer on follow-up report #003, should be (B)(6) 2016. H2: correction.

Event description:
Previously f1 was submitted with wrong MFR # year 2015. Resubmitted follow up 001 report with right MFR number 3004753838-2016-02369 to match the initial MDR 3004753838-2016-02369.

Manufacturer narrative:
(B)(4). B5: b5: describe event or problem - correction. G7: type of report. H2 type of follow up - correction. Previously f1 was submitted with wrong MFR # year 2015. Resubmitted follow up 001 report with right MFR number 3004753838-2016-02369 to match the initial MDR 3004753838-2016-02369.